Event description:
The customer reported that the ventilator was alarming and displayed a blank monitor screen while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician was unable to duplicate the customer reported event. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence and a vent inop upon start up. The service technician replaced the power supply as a precaution to correct the findings. Extended self testing (est) and performance verification testing was completed, and all tests passed per operating specifications.